Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room with moderate ketones. The customer was unable to continue troubleshooting. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.